Event description:
It was reported the patient experienced soreness at the ipg site. Subsequently, the physician determined the ipg was superficial and surgical intervention was undertaken on (B)(6) 2013 to reposition the ipg deeper in the pocket which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.